Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A save to disk review indicated lead integrity alert triggered and patient alert for lead failure predictor on (B)(4) 2011.

Event description:
It was reported the right atrial (ra) lead was oversensing and causing inappropriate mode switch. Also there appeared to be noise on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.